Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use state the following: ¿6. Once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a full pad kit.¿ (B)(4). Device was not returned.

Event description:
It was reported that a set of pads produced low to marginal flow. The pads were replaced with a second set of pads and therapy resumed without any further issues.